Event description:
The end user reported about five months ago she developed red irritated below stoma and noted a small amount of bleeding when changing wafer. The end user stated that she has been seen at the hosp as an outpatient four times and was prescribed nystop powder. The end user further mentioned that she has tried different wafers and nystop powder with no improvement.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.